Event description:
Per the clinic, it was reported that the patient experienced a dislodgement of the implant magnet during an MRI scan (tesla not reported). It is unknown whether the patient's head was wrapped per the manufacturer's specifications for MRI. Revision surgery was performed on (B)(6) 2020, to reinsert the magnet into the implant pocket.